Event description:
It was reported that the patient was experiencing ineffective therapy as their lead was providing only left sided coverage. As a result, surgical intervention took place on (B)(6) 2024, where in the lead was repositioned to the right to provide both left and right sided coverage. Post-operatively effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.